Event description:
The customer reported issues with air bubbles coming from the insulin pump. He stated he flushed out the bubbles in the morning, his blood glucose went down, then the bubbles came back and his blood glucose began to rise. The customer's blood glucose was 457 mg/dl, which was treated by injecting 7 units of insulin. The customer stated the bubbles were mainly in the reservoir and going into the tubing. He further stated the pump was not rewound with the reservoir in place. The customer was advised to deliver a fixed prime until the air bubbles were no longer visible. The alarm history of the insulin pump showed a no delivery alarm and a low reservoir alarm from the previous day. The high pressure test was performed and passed. When the customer removed the infusion set, the cannula was bent. The customer stated the cannula was occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please reference medwatch reports 2032227-2014-17510 and 2032227-2014-17511. (B)(4).